Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and implant date are estimated. Unique device identifier (UDI): in the absence of reported part and lot#, UDI can not be provided. The device was not returned for analysis. The reported patient effects of hemorrhage, myocardial infarction, and thrombosis are listed in the xience v everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part / lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported through a presentation titled "debate on weighing the evidence on dapt duration post-des implantation and pro longer-term dapt" identifying drug eluting stents deployed in more than 30,000 randomized patients the patient effects of thrombosis, myocardial infarction, bleeding and stroke.